Event description:
It was reported that assistance was requested to program a pacemaker into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI-conditional; however, loss of capture (loc) and elevated pacing thresholds were observed on the right ventricular (rv) lead channel. Ts advised that one of the requirements for MRI compatibility is the absence of lead integrity concerns, and the loc may suggest a compromised lead. As a result, the system no longer met the criteria for MRI-conditional status and was therefore not programmed into MRI mode. No adverse patient effects were reported. This rv lead remains in service.